Manufacturer narrative:
Evaluation of the returned cat8 revealed ovalization near the distal tip. This damage was likely the reported kink. If the device is forcefully pinched or gripped during use, damage such as ovalizations may occur. Further evaluation revealed multiple kinks along the length of the catheter. This damage was not mentioned in the reported complaint and may have been incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left iliac and femoral veins using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician completed multiple passes using the cat8. While advancing the cat8 through the sheath and performing a coring technique, the physician kinked the distal tip of the cat8 at the level of deflection. It was reported that the distal tip of the cat8 kept folding on itself when being advanced through the sheath. Therefore, the cat8 was removed. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.